Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2014-80793.

Event description:
The customer reported being in the emergency room because she could not control he blood glucose. The caller stated that the reservoir was removed and found insulin in the reservoir compartment, but the device did not alarm no delivery. The blood glucose at time of her admission was 341mg/dl, and she was treated with an insulin drip. Troubleshooting was declined as customer was concerned with the fact that there was insulin in the reservoir chamber. No further information was provided.